Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. The iol returned in two (2) segments, adhered to each other with solution. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two (2). The reported complaint "bubbles" were not observed. No root cause identified as the reported complaint "bubbles in the lens itself" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned in two (2) segments, adhered to each other with solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that bubbles were noted in an intraocular lens (iol). The iol was cut and removed from the patient's eye and the procedure was completed with a new lens with no patient harm. Additional information has been requested.